Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an unknown issue with the pump battery, and subsequently the pump shutdown. Reportedly, the customer experienced an elevated blood glucose (bg) of 600 mg/dl. An old backup pump was used to address the high bg. The customer reverted to an alternate method of insulin therapy.